Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 36 mg/dl and was hospitalized at st. Joseph hospital in berea. The user was treated with glucagon and oral glucose and discharged on (B)(6) 2025. The event was associated with possible algorithmic maladaptation, and additional training and follow-up were scheduled.